Event description:
The dentist reported that the screw loosened and the abutment became loose with the crown in place. An additional appointment will be needed to replace the abutment, crown and screw.

Manufacturer narrative:
Visual inspection of the as received products identified signs of wear due to usage around the screw threads and the abutment hex. The complaint was not verifiable, as the event is referring to loosening and the exact details and conditions of the device usage could not be replicated. There were general signs of wear around the screw but no evidence of any malfunction or major damage to the threads or the hex that would have contributed to the loosening event. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿